Manufacturer narrative:
Report source: country of origin: (B)(6).

Event description:
It was reported that during use of this level 1® temperature-sensing foley catheter, the temperature display was inaccurate, causing delay in treatment for infection. The catheter had been in use approximately 15 days prior to this issue. The reading measured 37° whereas the central catheter measured 39.2°. Medical treatment was prescribed, and the infection resolved. No permanent injury was reported.